Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and blotchy with skin peeling. The patient reported the irritation felt like a burning sensation and reported the area was blistering. There was no alleged device malfunction contributing to the irritation. The patient's doctor removed the device from her and suggested she continue use of neosporin. Follow up indicated the irritation improved